Event description:
It was reported that particles of the bronchovideoscope's tip at the end came off in to the patient during a therapeutic open-heart surgery under sedation. Additional information was requested but is not available at the time of this report.